Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issues was associated with a defective non-philips network cable, which needed to be replaced. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found. It was determined that the issue was caused by a defective network cable, which needed to be replaced.

Event description:
It was reported that alarms were only triggered in the room and data was not forwarded to the control center. The infected corona patient could not be resuscitated and died. The device was in use on a patient at the time of the reported issue. The patient died.